Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted due to intermittent oversensing, resulting to inappropriate shock. There were no other adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The inspection of the lead revealed a rubbed through insulation approx. 57 cm distal to the df4 connector pin. The coating of the conductor cable to the ring electrode was found abraded in this area. This insulation damage can be considered as the root cause for the observed oversensing which led to shock delivery as mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve and interaction with modified tissue should be taken into account. The cuts in the insulation occurred most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.